Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted the clip assembly was fully deployed, and the clip was returned with the device. One of the clip arms was not locked into the capsule and was bent open. The other prong was locked into the capsule and was not bent. A kink was noted in the control wire and the capsule tabs were partially open. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, during the procedure, the clip was deployed; however, one clip arm bent and the clip fell into the patient in an open state. It is unknown if the clip was retrieved from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, during the procedure, the clip was deployed; however, one clip arm bent and the clip fell into the patient in an open state. It is unknown if the clip was retrieved from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.